Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-52 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-52 alarm was determined to be a loose central processing unit (cpu) board. In order to correct the condition, the cpu board was set firmly in place. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.s